Manufacturer narrative:
Device evaluation of electrode belt (B)(4) was completed. The reported problem (adjust belt messages, false asystole events) was confirmed in the download data. Upon evaluation, an unused pulse wire in the cable migrated into the ECG "c" electrode and the green (belt dischg) wire was nicked exposing bare wire inside ECG "c". The root cause for the migrated wire and the nicked wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages and false asystole events.